Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter received a report that the patient had been receiving a check patient line alarm. The caregiver disconnected the patient then reconnected the patient, causing air to enter the cassette tubing. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the caregiver disconnected the patient for an unknown reason causing air to enter the lines. The patient stated she was unsure why the caregiver disconnected her but it happened too fast for her to stop it. Since the event the patient was doing fine and there was no patient injury or medical intervention reported.